Event description:
It was reported that the patient underwent multiple surgical procedures due to skin erosion at the lead and lead extension connector site. It was indicated that the screw area, lead and lead extension site, had a sharp prominence. No devices were revised or explanted during the procedures. The date of the incidents is unknown. The device information is unknown and could not be obtained.